Manufacturer narrative:
B2 outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported multi system organ failure and patient outcome could not be conclusively established through this evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The outside of united states (ous) centrimag blood pump instructions for use (IFU) (rev. A) list warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #9: possible side effects include end organ dysfunction. This is a potential side effect with all mechanical circulatory support systems. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed pneumonia with no bacterial or viral cause detected. This led to right ventricular failure which was treated with a temporary right ventricular assist device (rvad), but the patient developed multiple organ failure that led to the patient passing away.